Event description:
Customer reported the device did not function. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device bearings and coupling were worn out and overheated. The device was repaired by replacing various components and returned to customer on (B)(4) 2013. MFR date: june 2012.